Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and the user was unable to view anything in the station. A field service engineer investigated the network and communication status of the station and found the station was configured with a static internet protocol (ip) instead of dhcp, updated the setting to dhcp, which restored communication between the station and server, allowing the station to exit disconnected mode and critical override, verified that user login was functional; however, access to profile settings and patient information remained unavailable, indicating a server-side configuration issue. Engaged technical support specialist (tss) for further analysis, tss identified that the devices were not assigned to any areas, confirmed that areas were already created on the customer's end but were not mapped to the devices. Advised the customer to assign areas to all devices and provided guidance on configuring this in patient encounter system. After configuration, the customer verified that patient information was successfully visible. The system functioned as intended after the field service engineer and technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not communicating and the user was unable to view anything in the station. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.